Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital for left upper extremity deep vein thrombosis following implant procedure. The patient was treated with medications and the event was resolved without sequelae.